Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found. Device model #, country of origin and device manufacture date have been updated. Device identifier # and device code have been corrected.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customers age and weight were not provided.

Event description:
The customer reported that some of his blood glucose readings were not being sent to his insulin pump. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.